Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported distorted liquid crystal display (lcd) which was reproduced upon power up. Visual inspection observed grey lines across the display and determined the cause to be failed pixels in the lcd. The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a distorted liquid crystal display. There was no known patient injury or medical intervention associated with this event. No additional information is available.